Event description:
A 3.0mm diameter by 15mm length s7 stent delivery system was inserted in an attempt to direct stent a 90% lesion in the proximal circumflex coronary artery. It was not possible for the stent to cross the target lesion. Upon removal of the stent delivery system, the stent dislodged when it was pulled into the guide catheter. The undeployed stent was successfully retrieved and removed from the pt. Subsequently, the target lesion was pre-dilated with an unknown ptca balloon and a s7 stent was successfully deployed. The pt was reported fine post procedure and there is no add'l clinical sequelae reported related to the event. The target lesion not being pre-dilated likely contributed to the stent not crossing the lesion and the stent dislodgement. The instructions for removal of an undeployed stent were not followed, when the stent was pulled into the guide catheter while the catheter was still engaged in the coronary artery.